Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The two other xience v devices referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that on an unknown date, the patient underwent a coronary stenting procedure with placement of an unspecified xience v stent in the mid anterior descending (lad) artery. On (B)(6) 2010, the patient underwent a stenting procedure to treat in-stent restenosis of the previously implanted xience v stent in the lad with placement of a 2.5 x 28 mm xience v stent and a 3.0 x 28 mm xience v stent. On (B)(6) 2011, in-stent restenosis was noted in both of the xience v stents implanted in the mid lad. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, percutaneous coronary intervention was performed and the patient condition resolved. On (B)(6) 2011, the patient was discharged. On (B)(6) 2014, the patient experienced a ventricular arrhythmia. Medication was administered; however, the patient expired on (B)(6) /2014. Cause of death was ventricular arrhythmia. Per study physician, the ventricular arrhythmia and patient death are unrelated to the study device or study procedure. No additional information was provided.